Manufacturer narrative:
Internal report: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc -61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for pen needles being out of protective covers. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The pen needle strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.